Event description:
Additional info received from MFR on 12/17/1999: since the reporter requested anonymity, nmt medical was unable to obtain the explanted device for any failure analysis. It was also determined that the pt was not part of the nmt database from clinical trials. Nmt requested further investigation to be done by co's clinical investigators. It was discovered that the pt was treated under a foreign country's compassionate-use, part of a patch release program. Nmt was not notified of this event by the physicians involved. Nmt learned of this event when FDA forwarde the medwatch report on october 28,1999. However, nmt was able to obtain a device lot number and some pt information through clinical investigators. It was indicated by the cardiologist that she "may have as yet undefined procoagulant disorder but have no definitive evidence of this as yet." It was also reported that the device was explanted uneventfully and pt has recovered from surgery to remove the device and to close the "pfo". Lot history review revealed no abnormalities.